Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 15 mm x 2.75 mm balloon ruptured at 8 - 10 atms on the second inflation. The lesion being treated was a mildly calcified, 70-80% stenotic lesion in a severely tortuous left circumflex coronary artery. The lesion was predilated with a maverick 2.5/12 mm balloon. The physician attempted to cross the lesion with taxus 2.5/8 mm as well as with a 2.5/12 mm stent, but was unable to cross the lesion with either stent. Other products used were also unsuccessful in crossing the lesion. The physician decided to use a maverick2 2.75/15 mm balloon to treat the lesion. The balloon caused a dissection in the left circumflex and the left main coronary arteries. The pt experienced a cardiopulmonary arrest. The physician used a taxus 3.5/16 mm stent to repair the dissection in the left main coronary artery. The pt was transferred to surgery for emergent CABG surgery in unstable condition. Additional information has been requested regarding this event.